Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone, the insulin pump had alarmed power system error was detected every four hours. Customer's blood glucose was 15.0 mmol/l. The batter was removed and the notification light didn't stop flashing. Customer was advised to stay disconnected from the device and removed the batter for ten minutes. Then reinsert the batter and if issues persisted to call back. The device is not returning the device for analysis.